Event description:
This is a spontaneous case report received from to a female consumer of unspecified age via regulatory authority (case# mw5061664) in united states on 19-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. She reported being healthy before she had the essure procedure. Over the years, she had suffered with abdominal inflammation, hair loss, chipped teeth and headaches. She was back in the ER, she reported it was painful and affected her daily living due to feeling sick and weak. After essure, she was in the ER with so much pain, they took her into surgery afraid her appendix erupted, it was fine, but that was where they found she had abdominal swelling. She had a colonoscopy where large intestine was fine, but the small was still inflamed and she could not see inside. She just made an appointment for this week to see an ob-gyn to have them removed. Concomitant medication reported: metoprolol, blood pressure temp, asacol, prednisone, bentyl, and heartburn medication. The consumer mentioned the event outcome hospitalization but did not specify for one of the events. Follow-up information received on 13-jun-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, she had been experiencing pain and other events and went to ER several times. One time, she was took to surgery due to the fact that appendicitis was suspected, but it was not confirmed. Considering events nature and temporal relationship, causality with essure use cannot be excluded and since an intervention was required due to pain, this case is regarded as incident. According to the product technical complaint investigation, a product quality defect could not be confirmed but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.